Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the or for a normal device implant. An alert for a possible high voltage lead impedance was displayed after the procedure and dft test. No therapy was delivered through rv-svc-can. The device vectors were changed and therapy was delivered successfully through the rv-can vector. Low out of range lead impedance was observed. Lead replacement was suggested due to possible lead fracture. No further information is available at this moment.